Event description:
It was reported that during an implant attempt the screw on the right ventricular lead took many turns to fixate. When the lead was removed to investigate it was noted that the screw would not extend completely. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood in/on the helix mechanism. Visual analysis noted the helix functions within spec and resistance readings are good.